Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The ok button key contact was found to be inverted. Scrolling was observed during pump startup. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that over the past week the ok button has not been responding appropriately. The patient also reported that the up and down arrows are intermittently responsive. She reported that there is no visible damage to the keypad and the pump is not exposed to moisture.